Event description:
Paramedics responded to a person diagnosed in ventricular fibrillation while being transported to hosp. Paramedic charged device, placed paddles on pt and, according to report, when discharge buttons were pressed, "there was a 1-2 second delay then felt a shock in left hand". No injuries were reported other than some arms and shoulders. No adverse efects to pt were reported as a result of alleged malfunction.